Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge within an or kit. Customer reports: a piece of the lap sponge fell into the incision during a procedure in the or. The lap sponge piece was retrieved by the scrub tech.